Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, an implantation failure occurred on a femoral stem size 4 (prglhae4) that obliged to remove it and implant a new one (also prglhae4). After he removed the first stem the surgeon noticed that the hydroxyapatite coating was unsealed on the proximal part of the stem. The new implant had the same defect, they both have the same lot number (1861208) ansm ref number: (B)(4).